Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported cefazolin was administered. The dystonia symptoms/condition had worsened, there was aggravation of dystonia. The condition of the patient had returned to the status before the ins system was implanted. The outcome was updated to not recovered. The devices were not replaced.

Manufacturer narrative:
Concomitant medical products: product ID 3389-28, serial# (B)(4), product type: lead. Product ID 3389-28, serial# (B)(4), product type: lead. Product ID 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
A healthcare professional of a clinical study reported that on (B)(6) 2015 the patient had developed a fever at 38 degrees celsius and on (B)(6) 2015 an abscess was drained from the lead entry wound in the right front of the head. There was a lead infection and the infecting organism was staphylococcus aureus. On (B)(6) 2015 the lead, extension and implantable neurostimulator (ins) were removed. The cause was the lead. The event had required the patient to be hospitalized or to stay longer for treatment. The outcome was recovered as of (B)(6) 2015. The patient's medical history included kemicterus which was cured; the patient's indication for use is dystonia due to a sequelae of kemicterus. The patient had concomitant therapy of tricloryl syrup and zolpidem tartrate od. Reference manufacturer's report number: 3004209178-2015-21404.